Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey performed there were several complications experienced by the customer when using 8 brands of the company's self gripping mesh, namely inflammation for 25 patients, mesh infection for 15 patients, seroma/hematoma for 12 patients and infection particularly; wound infection, abdominal wall cellulitis and urinary tract infection for 25 patients. There was also pre operative complications, visceral injury, hemorrhage and severe bleeding for 1 patient. The usual post operative complications, were, prolonged ileus, urinary retention, wound complications for 10 patients. Several genital complications were also reported namely; scrotal pain, scrotal swelling, testis discomfort, hydrocele, testis atrophy, orchitis for 15 patients. Other complications were trocar site hernia and incisional hernia for 7 patients, pneumonia, hematuria, deep vein thrombosis, pulmonary embolism and angina pectoris for 2, 15, 3, 2 and 1 patients respectively. However on the listed complications inflammation, genital complications and trocar site hernia and incisional hernia were primarily due to patient condition or procedure related based on the respondent.